Event description:
It was reported the programmer was noted to show an error message upon attempting to operate. Programmer will not turn on past this error message. The programmer was returned for repair, test, and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm or reproduce the reported event. The programmer was used to interrogate and went through a long boot without a problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.